Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that a patient presented during the generator change out due to eri. Episodes of ams due to noise were noted. Lead damage was also revealed. Later, the lead was explanted and replaced. The patient is stable.